Manufacturer narrative:
Device analysis report attached. This report is submitted on october 24, 2023.

Manufacturer narrative:
This report is submitted on august 22, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported).however, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.